Event description:
Olympus medical systems corp (omsc) was informed that, during a total laparoscopic hysterectomy, the subject device was used. The user activated output of the subject device carelessly with pointing to the patient's intestine, so the part of the intestine burned and became blanched. The procedure was just continued and completed with the device. There was no report that any additional or continual treatment was needed for the burn.

Manufacturer narrative:
Since the subject device was discarded by the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. The lot.# of the device was unknown, however the manufacturing history within the 6 months of past from a delivery day was reviewed, with no irregularities noted. And this device model is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. Considering the report from the user, omsc concluded that the reported burn of the patient's intestine occurred since the user carelessly touched the intestine with the probe tip which was hot when the device was activated. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based upon the finding of the evaluation, this report appears to be related to user handling.